Manufacturer narrative:
(B)(4).

Event description:
It was reported that a balloon detachment occurred.a 15/4.00 flextome cutting balloon was selected for use. During preparation, the device was removed from the packaging; however, it was noted that the actual balloon segment broke off from the shaft and remain inside the plastic covering. The device was not used inside the patient's body and the procedure was completed with a different device. The patient's condition was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual examination revealed a break in midshaft. The midshaft was stretched and the break location was measured at 10cm proximal to the port . As a result of the break it was not possible to apply a vacuum to the balloon to remove all air. However, the balloon protector was removed from the balloon with some force required. The blades were corroded on the balloon which presented the balloon in a reddish colour. The balloon protector cap was returned over the balloon. The proximal part of the balloon was exposed which is indicative of the balloon protector having being pulled distally. The returned balloon protector inner dimension was within specification. Upon removal of the protector cap, there was no damage noted to the tip, balloon, or blades. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon detachment occurred. A 15/4.00 flextome¿ cutting balloon¿ was selected for use. During preparation, the device was removed from the packaging; however, it was noted that the actual balloon segment broke off from the shaft and remain inside the plastic covering. The device was not used inside the patient's body and the procedure was completed with a different device. The patient's condition was stable.